Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During the implant, it was observed that the catheter tethers were unable to be properly aligned. As a result, the lp prematurely separated from the catheter. The lp was captured from the right pulmonary artery and removed. The procedure was completed using a traditional pacemaker system on (B)(6) 2026. There were no patient consequences.